Event description:
A consumer reported seeing starbursts following intraocular lens (iol) implant surgery. He stated he is experiencing significant starbursts when driving at night. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).